Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "5 essure coils being implanted". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain") and complication of device insertion ("the implant procedure had complications resulting in 5essure coils"). The patient was treated with surgery (salpingectomy,hysterectomy). Essure was removed in 2019. At the time of the report, the device dislocation, pelvic pain and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, device dislocation and pelvic pain to be related to essure. The reporter commented: discrepancy noted : essure removal date as per pif is 2013 and 2019. Patient required more than one surgery for essure removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "5 essure coils being implanted". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain") and complication of device insertion ("the implant procedure had complications resulting in 5essure coils"). The patient was treated with surgery (salpingectomy,hysterectomy). Essure was removed in 2019. At the time of the report, the device dislocation, pelvic pain and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, device dislocation and pelvic pain to be related to essure. The reporter commented: discrepancy noted : essure removal date as per pif is 2013 and 2019 patient required more than one surgery for essure removal quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 8-feb-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.